Event description:
It was reported that the day after a patient received a shock, the right ventricular (rv) lead had a high out of range pace impedance measurement, that was greater than 2500 ohms. The patient was brought in and there was an episode with noise oversensing. Additionally, the threshold had increased, and the sensing had decreased. The lead was abandoned surgically and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.